Manufacturer narrative:
The information provided indicates that the mesh remains implanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Seroma and adhesions are identified in the adverse reaction section of the IFU as possible complications. Based on the available information, no definitive conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2016 the patient was implanted with a bard ventralight st w/ echo during a laparoscopic ipom procedure. Approximately, 13 months later on (B)(6) 2017 the patient underwent a procedure to address a seroma. During the procedure it was noted that omentum was connected to the edge of the mesh and a seroma had formed between the omentum and the mesh. Based on the information provided it appears that the device remains implanted.